Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported). It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.